Event description:
Philips received a complaint by the customer on the v60 indicating that there was battery failure. It was reported there was no patient involvement at the time the issue was discovered. No user impacts. The customer called in to report that the ventilator was displaying an error for battery failure. It was also reported that when the power management (pm) printed circuit board assembly (pcba) detected a battery error, the ventilator continued to operate, and the battery charger would turn off. A field service engineer (fse) went onsite and replaced the pm pcba. The fse confirmed that after the replacement of the pm pcba, the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.